Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the gas modules and control cable were defective and in need of replacement. Replacement of the defective parts solved the issue. The issue was confirmed in the provided log files. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The control cable connects the patient unit and the user interface. The cable can be partly wound on the cable reel on the rear side of the user interface. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced parts was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.